Event description:
It was reported that air embolism and no flow occurred. During a procedure involving an opticross us imaging catheter, the technician was flushing the device and air was injected into the vessel. The patient was unstable for a few minutes with no flow. The vessel was reopened and the patient was fine.